Manufacturer narrative:
The device was returned to olympus for investigation. A sample of the foreign material was collected and sent to the legal manufacturer for further analysis. The material analysis showed that the material is polystyrene. The source of this polystyrene cannot be determined. The device has been repaired and returned to the user facility. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had white foreign material in the air/water nozzle and white residue in the air/water channel. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: h9- value was incorrectly reported and should be blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.